Manufacturer narrative:
H6: results - 100 (other): visual inspection of the product found one haptic torn off missing. There was evidence of surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon implanted a cc4204bf collamer plate lens, but it tore while being inserted. The lens was removed with no pt injury. The nurse stated it was unknown as to why the lens tore.